Event description:
The customer reported a charged battery only lasted 5 minutes. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is completed.